Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched to address the reported event. The fse cleaned and lubricated the washer rails. The fse noticed that the wash tubing was out; and reconnected it. The fse also lubricated the incubator bearings and cleaned the detector lense, which brought down substrate daily values. Qc was run on #e2, #prog, #bhcg; all were within range. The aia-600ii was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was related to a jammed incubator. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported receiving intermittent dl errors on the aia-600 ii. The customer is unable to run e2, prog, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2, prog, bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.